Event description:
The customer reported that error code 00020 (defib supply voltage error) was displayed upon power up. Error code 00020 causes the defib failure cycle power message/instruction to be displayed. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that error code 00020 (defib supply voltage error) was displayed upon power up. Error code 00020 causes the defib failure cycle power message/instruction to be displayed. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.